Manufacturer narrative:
No complaint was received with return of the device. Failure event observed during analysis. Final analysis found insulation degradation at 4.5cm from the connector pin exposing the outer coil. The damages found at the distal cut end are consistent with procedural damage.

Event description:
This report is to advise of an event observed during analysis.